Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying could not be confirmed. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a femoral artery access approach was used during a procedure to treat a lesion below the profunda femoral and superficial femoral arteries bifurcation in the superficial femoral artery. Reportedly, after pre-dilatation of the lesion, the operator wanted to deploy an absolute pro 8.0x60mm stent. With the safety lock in the unlocked position, it was noticed that the thumbwheel control of the stent delivery system was out of order. The device was removed and a second absolute pro was used to complete the procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.